Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that hub of the teflon angiographic catheter came off while the wire was being loaded. It did not make patient contact and the procedure was performed with another catheter, so there were no injuries or additional procedures reported.